Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, nutrient leaked at the shaft of the button. It was reported that there was a longitudinal crack, 5mm in length at the insertion port of the cap. A new device was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results reveal on (B)(6) 2014 that the feeding tube had a split near the proximal end. The split on tube was found on the shaft which was inside the patient making this a reportable event.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of peg tube torn/split. A visual analysis revealed that the feeding tube was found to be split near the proximal end. The split was approximately 6 mm in length. It was noted that the condition of the complaint device was consistent with the reported issue that the button shaft leaked. The split likely occurred due to manipulation of the device during use due to possible anatomical or procedural factors. Based on the analysis of the returned device and available information, the most probable root cause for this complaint is operational context.